Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a no device found message and the rtm was scrapped due to failing on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt did not have external equipment with them at the time of the call. Pt said that when they initially first charged their new implant battery, they needed to lie down a particular way and that the charging session would take a little over an hour; pt also said that they did have a difficult time finding their device at this time. Pt said that they had the worst time trying to charge their implant last night. Pt stated that when they were trying to charge they got "trying to locate" and then eventually the device was found when they put the recharger antenna paddle on it; pt stated that they press the paddle down hard against their implant and while doing this they pull at the recharger antenna cord. Pt said that if they don't do this "it kept blinking on and off" and battery percentage and charge percentage wouldn't stay. Pt said that they tried charging for almost 2 hours yesterday and that they know their implant battery is depleted, because their arm hurts really bad. Pt said that the therapy really helps their arm when stimulation is on. Troubleshooting was unable to be performed as pt did not have their external equipment with them at the time of the call. The caller was redirected to call patient services back when they have their external equipment with them. Additional information was received from the patient. Patient called back with devices serial numbers. Patient services (ps) assisted patient with troubleshooting devices, controller green light flashing when plug into the outlet. Patient started a charging session with implant and screen is on passive recharge screen with low numbers. Ps asked patient if there is damage on the recharger (rtm) and patient said no but she have to pull on the recharger (rtm) cord to connect to ins and rtm gets hot when recharging. Patient mentioned the ins is on the under her right armpit and she wonder if the ins flipped. Patient stated she noticed no feeling in the right arm and wonder if its because she is not using therapy right now. Patient stated she is in a lot of pain because she is not able to charge the implant and use the therapy. A replacement recharger (rtm) was sent to the patient.